Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Control cable implanted in prior surgery has broken and is causing pain.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Patient was revised to address a control cable which had broken and was causing pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Part/lot information was updated for the ceramic insert, cup, screws, and two screws were added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code(s). The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.